Manufacturer narrative:
Service was dispatched for this event. The field service engineer (fse) found a hole in the tubing to the blood sampling valve (bsv). The fse trimmed the hole from the tubing and reattached the tubing. The instrument was returned into operation after completion of repairs. The cause of the event was a hole in specific tubing. No discrepant results were generated for this event, however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).

Event description:
The customer reported a clenz leak of approximately two milliliters in volume coming from the left portion of a coulter lh 750 hematology analyzer's blood sampling valve (bsv). The leak was not contained within the instrument and had leaked into the instrument's catch tray, down the secondary probe and onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. The customer was running a sample when the leak was noticed. The results for the sample that was run were discarded and sample was repeated on another instrument. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.